Event description:
Physician implanted a vena cava filter via the femoral vein access route without difficulty. Immediately after implanting the filter, the physician noted that the filter was upside down within the ivc. The pt remains stable and has suffered no adverse consequences from the event.